Manufacturer narrative:
Complaint no: (B)(4). Literature: ganske, i.m., hoyler, m.b., fox, s.e.m.p.+., morris, d.j.m., lin, s.j.m., slavin, s.a.m. Delayed hypersensitivity reaction to acellular dermal matrix in breast reconstruction: the red breast syndrome? Annals of plastic surgery 73 supplement 2: s139-s143. 2014.

Event description:
It was reported that a patient experienced erythema at the surgical site after undergoing a surgery in which veritas was used. On an unreported date, the patient underwent breast reconstruction and veritas (biological mesh) was used to overly the graft. On an unreported date, two weeks after surgery, the patient developed erythema overlying the lower mastectomy flap (not further specified). The patient was prescribed an unspecified antibiotic for presumed cellulitis (dose, frequency and route was not reported). Two weeks later, the erythema improved with the exception of a one centimeter persistent patch. It was suspected that the erythema was secondary to an inflammatory response. The patient was treated with singulair and it was reported that the patient responded well. No further information regarding the patient's outcome was provided. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.